Event description:
It was reported that the programmer had a black screen and would not boot up. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer had a black screen and would not boot up. When the programmer was powered up a third time, a system error displayed. A printed circuit board subassembly failure was found but the cause could not be determined.